Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Dimensional inspection was not performed due to the returned condition of the device and introducer sheath. The reported difficulty to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. In this case, the device was advanced through the introducer sheath without any resistance or difficulties and the stent was deployed as intended. It is likely that the balloon was not fully deflated prior to retraction and/or the balloon did not properly refold post deflation causing the resistance with the balloon and ultimately locking the balloon inside the introducer sheath and the difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 9x29mm otw omni elite 35 balloon expandable stent system was advanced and deployed; however, the delivery system could not be retracted into the 6f sheath. The procedure was successfully completed with both the delivery system and sheath removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.